Manufacturer narrative:
The referenced device was returned to the regional repair center. The evaluation could not confirm the customer¿s specified fault; the error e322 did not appear. When the device was connected to olympus¿ processor there was a black screen, no image and the buttons were unresponsive and no error code displayed. The cause of the faults is due to a faulty camera cable. The camera cable has deformation/kink below the protective boot cover. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the medical engineer at the user facility that the 4k camera head reportedly had a no image (reportable) malfunction as a result of a scope communication error, e322 that occurred during preparation for use. There was no delay as the device was replaced and another similar device was used to complete the intended procedure. No patient injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d9, the date returned to manufacturer should be 10-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a failure of the cable section has been confirmed. Therefore, it is possible that the failure caused the video to not function properly, resulting in the phenomenon e322 (scope communication error). However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.